Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 03/09/2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and resulted in 0 voltage. Because the transmitter has no voltage, the reported event of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.